Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision surgery on (B)(6) 2019 (please see manufacturer reference number: 1627487-2019-09059), the lead at the l5 vertebral level backed out of its original position. To address the issue, the physician explanted and replaced it with a new lead. Effective therapy was restored after surgery.